Event description:
It was reported in a journal article that one patient in the learning curve group experienced a two stage revision due to periprosthetic joint infection on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. G2: literature - goldstein, k., nickol, m., and van der merwe, j.m. (2025). Evaluating the learning curve and outcomes of a new rectangular femoral stem in total hip arthroplasty: a comparative study. Journal of orthopedics 64, 139-146. Https://doi.org/10.1016/j.jor.2025.04.007 h6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. Complaint is not confirmed. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. X-rays were provided in the journal article, however it is unknown if they are related to the patient reported in this complaint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.